Event description:
There was one needle inside a sag 4855 portable sharps container. The container was inside a canvas bag in the rear of an ambulance with other items in the bag as well. An ambulance service technician reached into the bag to pull something out and was stuck in the right hand index finger by a syringe needle that was sticking out of a small gap between the two flaps of the sharps container.